Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's pump and catheter were removed on (B)(6) 2024 due to failure. It was noted that the physician final report was also available for warranty determination.

Manufacturer narrative:
Other medical products in use during the event include: brand name: ascenda, product ID: 8780 (serial: (B)(6), product type: 0184-catheter; implant date: (B)(6) 2021, explant date: (B)(6) 2024, ubd: 2022-08-26, UDI: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: coding updated based on new information received. Rd also changed to malfunction due to new information. H3: 8637-20 pump: destructive analysis identified residue in the fluid path\drug reservoir; 8780 catheter: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the pump was removed per neurosurgeon's request as the patient was having back surgery. The hcp stated that there were no problems with the pump nor catheter.

Manufacturer narrative:
H6: fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative stated that drug information is baclofen 3.902 mcg mg/day 30 mcg/ml bupivacaine 5.203 mg 40 mg/ml.